Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4: lot number. H3, h4, h6: device history records review was completed for part: 03.010.523, lot: l759641. Manufacturing location: bettlach, release to warehouse date: apr 19, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. H3, h6: product investigation was completed. Visual inspection performed at customer quality (cq) confirmed the condition of device breakage, which agrees with the reported complaint condition. The device has broken at the most proximal thread form of the distal threaded tip. The fracture surface appears homogeneous with no voids or dark spots. The balance of the device shows surface wear consistent with use and which would not impact the functionality. No new issues were identified during the inspection. Thus, the complaint is confirmed. Relevant drawings were reviewed during investigation and no design issues were noted. No dimensional inspection of the relevant features, distal threads were able to be completed due to post-manufacturing damage. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. The material was reviewed, and the hardness value was confirmed to meet the specification with no non-conformance noted. A visual inspection, document/specification review and dimensional inspection were performed as part of this investigation. The distal threads of the complaint device were observed to be broken off, thus confirming the complaint. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap contributed to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H11 corrected data: e1: initial reporter is synthes sales representative. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an intramedullary nailing, the threaded driving cap was being used to backslap a femoral nail after the surgeon had locked the femoral recon nail (frn) distally and wanted to compress the fracture. After slapping the threaded cap two to three times using the spiral combination hammer, the driving cap broke off at the threads. The surgeon then locked proximally and then removed the insertion handle from the nail and ended the surgery because the nail was properly implanted and locked. There were no fragments generated. There was no surgical delay. Procedure was successfully completed with no patient consequence. Concomitant medical products reported: spiral combination hammer (part # 03.010.522, lot # unknown, quantity # 1), unknown femoral recon nail (frn) (part # unknown, lot # unknown, quantity # 1), insertion handle (part # unknown, lot # unknown, quantity # 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).